Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized; details and nature of hospitalization were not provided. The customer indicated the hospitalization was related to diabetes; however, the customer believed the pump was not the cause. The customer declined troubleshooting with tandem technical support, and declined to provide additional information.